Manufacturer narrative:
A general instrument or reagent problem could not be identified. Based on calibration and qc data a general reagent issue could be excluded. The cause of the event is consistent with sample quality issues. The investigation observed the existence of bubbles/foam on the surface of the sample.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable total protein (tpuc3) assay results from one patient csf sample on a cobas 8000 c 502 module. The initial result tested on the cobas c 502 was not provided and was accompanied by a data flag. The first repeated result tested on the cobas c 502 was 162 mg/l. A new sample was collected and sent to another laboratory to test with a nephelometer, and the results were not provided. Because the nephelometer results do not match the repeated results on the cobas c 502, the initial sample was re-tested on the cobas c 502. The second repeated result on the initial sample was 911 mg/l. It was alleged that the second cobas c 502 repeated results matched the nephelometer results. The reagent lot number was 63953401 and the expiration date was 31-aug-2023.